Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02101. It was reported the pt's ipg pocket site feels hot all of the time. It was also reported the pt was unable to feel effective stimulation coverage. The pt is allegedly incarcerated at a federal correctional facility at this time. No further info is available. On (B)(6) 2012, st jude medical (B)(4) sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.